Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display and screen was flashing black and white screen with alarm was going off. The customer also stated that the buttons were not working. The insulin pump was bumped on the ground. The blood glucose level of the customer was unknown. The insulin pump will be returned for the analysis.